Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. An attempt was made to deploy second mitraclip. The clip was unable to pass establish final arm angle test (efaa) as the clip opened to 180 degree. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported unintended movement of clip open during efaa. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported unintended movement of clip open during efaa appears to be related to a potential product issue; therefore, exception (issue) 137109 was initiated on 19-feb-2026 to evaluate whether a product quality issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.